Event description:
A malfunction was reported on the pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in completing the reset.